Event description:
Lvad [left ventricular assist device] patient (heartmate 3) admitted after a fall from bed at home. A head CT revealed a 7mm subdural hematoma and temporal subarachnoid hemorrhage. The patient was anticoagulated for the vad. The hospital course was complicated by increased size of the hematoma, now measuring up to 1.7 cm with increased mass effect and midline shift. The patient underwent emergency hemicraniectomy for hematoma evacuation. The patient's inr goal is 2-3. The inr upon admission was 2.6.